Event description:
This report summarizes 4 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance and false engagement of the handle in the upright or horizontal position. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Vmsr added to exemption number field.

Event description:
This report summarizes 4 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance and false engagement of the handle in the upright or horizontal position. There was no patient involvement.